Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting actions including the replacement of the valve, manifold kit (rohs) which resolved the issue. Return testing was not completed as returns were not available. A review of instrument service history did not identify any service or complaint issues that may have contributed to this issue and no additional discrepant results were identified. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the valve, manifold kit (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, manifold kit (rohs), or the architect i2000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hbc ii results for 1 sample. The following data was provided: sid (B)(6). Initial result = 0.98 s/co (nonreactive), repeats = 9.87 s/co and 9.91 s/co (reactive) no impact to patient management was reported.